Event description:
A healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx23mm no tip (product code: encr402300, lot number: 10156147) became impeded in the proximal end of the microcatheter and could not advance any more. The doctor only retracted the stent alone; the stent was found detached from the delivery wire after it was out of y connector. The doctor switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Does surgeon have an extra set of hands to support while flushing aligning the enterprise system was answered as ¿yes¿. Is a push plunge rhv being used was answered as ¿push plunge type¿. Is there force needed to remove the delivery wire once impeded and then the stent detaches in the hub or the proximal end of the microcatheter was answered as ¿yes, the doctor increased force to remove the delivery wire¿. The stent was found detached from the delivery wire after it was out of y connector. The replacement stent was another enterprise2 of the same product code. Additional event information received on 18-jun-2026 indicated that a guidewire was used inside the microcatheter prior to using the enterprise system. There was flushing during the procedure. No torquing device was used. No other physical abnormalities were observed within the device. The microcatheter used was a prowler select plus 150/5cm (product code: 606s255x, lot number unknown). The microcatheter did not kink/bent. Excessive force was not applied during delivery/pushing. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.